Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead and the rv lead had impedance greater than 3000 ohms. The device was turned off until the rv lead revision, during the revision it was reported that the rv lead demonstrated an apparent fracture of the inner coil at the level of the suture tie down sleeve. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil and on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. Also, the analyst commented that could not determine the anchoring sleeve fixation site.